Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant, this right ventricular (rv) lead exhibited an increase in pace impedance measurements prior to pocket closure. On fluoroscopy it was observed that the helix had retracted. It was noted that during implant, the rate of spinning the helix was rapid and the number of rotations was not recorded. The physician disconnected the lead from the device and re-extended the helix for successful implant. The lead was reconnected to the device and then exhibited normal measurements. This lead remains in service. No adverse patient effects were reported.